Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's system board needs to be replaced to address the issue. The device was scrapped. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's system board needs to be replaced to address the issue. The device was scrapped.